Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No other potential sources of the motor stalls could be determined by the medical team. They would again question the patient at the next filling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient indicated they did not acquire any new equipment, and inquired whether the lift in the transport van or the magnetic seatbelts could cause the stalls. Technical services advised that "both the engine (as it uses magnets) of the lift, and magnetic seatbelts could cause a pump to stall, depending on the magnet strength."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (1,000.0 mcg/ml at 120.1 mcg/day) via an implantable pump for an unknown indication for use. It was reported motor stall and critical alarm occurred. The event date was provided as (B)(6) 2018. The logs were checked with an n'vision in an outpatient clinic. It showed motor stall occurred with a recovery 83 minutes later. They only checked the logs and the patient was sent home afterward because they did not experience any problems. Surgical intervention did not occur and was not planned. The pump remained implanted and in service. No issues were known that could have been contributing factors. It was stated the issue was resolved. The patient status was alive - no injury. No complications were reported. Event logs were received from an interrogation on (B)(6) 2018 at 10:59. The logs show a motor stall occurred on (B)(6) 2017 at 00:03 with a recovery the same date at 00:14. The logs also show the motor stall on (B)(6) 2018 at 23:12 with a recovery on (B)(6) 2018 at 00:35. Omitted information contained in (B)(4) - alarm/motor stalls/recovered/no symptoms.